Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient's weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the service life of the implant."

Event description:
It was reported that patient underwent an intramedullary nail implant procedure on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to nail fracture.

Manufacturer narrative:
Evaluation of returned component found wear to the inside portion of nail and breakage at the least material point. This indicate the failure occurred due to non-union or partial union of the bone subjecting this nail to weight bearing.

Manufacturer narrative:
This follow-up report is being filed to relay revision date, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent an intramedullary nail implant procedure on (B)(6) 2012. Subsequently, the nail fractured approximately six months after implantation and patient will need to undergo a revision procedure to remove the nail. No further information has been provided to date.